Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cardiac resynchronization therapy pacemaker (crt-p) was checked and it was determined that the left ventricular (lv) lead exhibited high thresholds. The lv lead was programmed off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's sister that the patient was having "some issues". The cardiac resynchronization therapy pacemaker (crt-p) remains in use. No patient complications have been reported as a result of this event.